Event description:
It was reported the battery door is hard to open, battery door is cracked. It was also reported the battery terminals are preventing the door to open fully. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the battery drawer was broken and the battery contact was bent. It was also noted that the upper case was dented and corroded, the lower case was broken and contaminated, the battery release was contaminated, both bail covers were broken and contaminated, the ring cover was contaminated, the heart block was contaminated, the lead flex cover was contaminated, one printed circuit board (pcb) flex was creased, the heart wire contact was contaminated, both bails were contaminated, the ring was bent and the battery flex was corroded. (B)(4).